Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had alarms not working and random no delivery alarm. Customer's blood glucose value was unknown. Customer also stated that insulin pump had crack where reservoir goes in. Insulin pump will not be return for analysis.